Event description:
It was reported there was a scratch on a preloaded intraocular lens (iol) which was implanted in a patient's eye. The scratch was located where the haptic met the optic on one side. The doctor determined that the scratch is out of focus and perhaps the scratch will not bother the patient. The lens remains implanted and there is no further information on how the patient is doing now. The patient is being monitored. No further details provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: +(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.